Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the shaft of the device identified a break in the shaft polymer extrusion 246mm proximal to the tip of the device. Multiple kinks were also noted along the hypotube of the device and one kink was identified on the shaft polymer extrusion 37mm proximal to the tip of the device. The balloon protector was received in position over the balloon. Due to the condition of the returned device it was not possible to apply a vacuum; however, the balloon protector cap was removed without any resistance or issues noted. The returned balloon protector inner dimension is within the specified range. A visual and microscopic investigation noted no damage to the balloon, blades, tip or markerbands of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that the shaft became detached. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A 3.50mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During preparation, outside patient, the blue cap that was attached on the device was taken out. When the shaft and the cap part were pulled out with both hands, the catheter shaft got detached. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the shaft became detached. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A 3.50 mm x 1.5 cm x 140 cm small peripheral cutting balloon¿ was selected for use. During preparation, outside patient, the blue cap that was attached on the device was taken out. When the shaft and the cap part were pulled out with both hands, the catheter shaft got detached. The procedure was completed with a different device. No patient complications reported.